Event description:
It was reported that the defibrillator delivered an inappropriate shock for a supraventricular tachycardia which fell into the ventricular tachycardia zone. No intervention was performed. Patient was stable.